Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field r-wave oversensing. Technical services (ts) was contacted, and ts reviewed reports with the health care professional. The crt-d system remains in service. No adverse patient effects were reported.